Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got an allergic reaction to the sensor and got medical assistance due to this issue. The customer's blood glucose was unknown at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as pain in the arm, a welt, and skin came off their body. The customer was wearing the sensor during the incident. Troubleshooting was completed and no other issues were found. The sensor will not be returned for analysis.

Manufacturer narrative:
The information on section 'concomitant medical products' was not included in the initial report. The correct information has been provided with this report.